Event description:
It was reported that the sensor is burning or blistering a premature child's foot. Moved to the other foot did the same thing. Then moved to the wrist and still got red but didn't burn or blister. Mother took the child to the hospital, not as a result of the burns, but because the child was turning blue. Mother also indicated that they would add a velcro type wrap to the child's foot because the sensor would not stay on all the time.

Manufacturer narrative:
The sensor involved in this event was not returned for evaluation by the customer despite masimo's multiple attempts to have the sensor returned. Information was also made available to masimo indicating that the skin abnormality has healed/resolved on its own. Since the sensor involved in the reported event was not returned, masimo evaluated a sensor from the same manufacturing lot. The retained/tested sensor passed all testing including a visual evaluation, continuity testing and skin temperature verification. The retained sensor was confirmed to function as designed. The customer's home health nurse indicated that a velcro wrap was being used to loosely secure the sensor to the child's foot. A product labeling review was conducted, which included reviewing the directions for use (dfu). Per the directions for use, the following is indicated "do not use tape to secure the sensor to the site; this can cause inaccurate readings. Use of additional tape can cause skin damage, and/or pressure necrosis or damage the sensor." The user was directly contacted by masimo and we provided appropriate instructions and clarification to augment the training they had already received and to confirm proper use of the sensor was clearly understood.